Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lot number gd895045 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for a portal infection due to staph which was confirmed to be peritonitis. On an unknown date, during hospitalization, the patient stopped pd therapy, had the pd catheter removed, and began hemo dialysis. The cause of the peritonitis was unknown. The patient was treated with vancomycin (2g, ip, frequency unknown). The patient was discharged from the hospital and recovered from the peritonitis. No additional information is available. This is report 1 of 2.